Event description:
Caller reported receiving an unknown button alarm on the pump, which was further unconfirmed by technical support due to the pump's display being non-functional. There was no reported impact to the customer¿s blood glucose level. The customer opted to receive a replacement pump instead of troubleshooting the current device.